Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device was explanted.

Event description:
Healthcare professional reported left side implant rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, the device was broken shell, missing shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on anterior assessed as surgical damage, sharp edge on the posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on anterior assessed as surgical damage and sharp edge on the posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, corrected and/or changed data: d.10, h.3, h.6.